Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned for analysis. Upon analysis it was reported that there were no anomalies found and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant the lead, 6947, was unable to be placed due to occlusion of great veins. The lead was explanted. No patient complications have been reported as a result of this event.